Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a "patient with low tension glaucoma" and intraocular pressure was at 14 mmhg with a xen45 gts implanted in the unknown eye. The intraocular pressure (iop) was not in the desired range so physician implanted a 2nd xen45 gts nasally into the unknown eye. This further lowered the iop to 10 mmhg. Patient is now controlled with no topical medications.